Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. At approximately 7:35 am on (B)(6) 2022, the patient came downstairs, laid on the sofa, and then suffered from two consecutive seizures which occurred within five minutes of each other. Each seizure lasted one to two minutes long, with the first seizure being the more severe of the two. The reporter stated that the patient bit his lip and experienced convulsions, arm movements, and foaming at the mouth during the seizures. The patient's mother was present at the time and responded by treating the patient with glucose juice and calling for an ambulance. The mother also stated that she observed a value of 11.3 mmol/l displayed on the patient's cgm during the seizures. Paramedics arrived within 15 minutes and performed a fingerstick measurement which read 3.4 mmol/l. Paramedics treated the patient with glucose gel and then transported him to the hospital via ambulance; he was given gluco-boost oral gel and glucose juice on the way there. Once the patient reached the hospital, he was exhausted and his blood glucose levels were still low so he was treated with more gluco-boost oral gel and was given some biscuits and orange juice. However, the patient was vomiting and could not keep his food down. The patient was then treated with IV medication (contents unspecified) to stabilize his blood sugar and was given an anti-emetic to control the vomiting. By mid-day, the patient was no longer vomiting and by 7:00 pm that evening the patient was discharged from the hospital. The patient was reportedly doing well at the time of contact four days later and has made a full recovery, though he states that he is unable to remember anything from the morning of the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
At approximately 7:35 am on (B)(6)2022, the patient came downstairs, laid on the sofa, and then suffered from two consecutive seizures which occurred within five minutes of each other.

Manufacturer narrative:
(B)(4)